Event description:
Additional information was received on (B)(4) 2013 when product analysis was completed on the explanted generator. The generator was found to be at end of service and the failure to program event was duplicated in the pa laboratory and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications; there were no performance or any other type of adverse conditions found with the pulse generator. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the generator passed all functional tests prior to distribution.

Event description:
On (B)(6) 2013, additional information was received when it was reported that the lead impedance after surgery was "ok" and that the generator had been replaced due to battery depletion. The explanted generator was returned for product analysis on (B)(6) 2013. Product analysis is still underway and has not yet been completed.

Event description:
On (B)(6) 2013, it was reported that the vns patient was being referred for a "potential complete revision" due to the patient having painful shocks and they thought the device may be malfunctioning. Good faith attempts for further information from the physician were unsuccessful. On (B)(6) 2013, it was stated that the patient¿s vns was unable to be interrogated during surgery. System diagnostic tests after the generator was replaced showed results within normal limits so no lead replacement was performed. It was stated that the patient's vns was believed to be at end of service which is why it could not be interrogated. Attempts have been made for return of the explanted generator for product analysis but it has not been received to date. A battery life calculation was performed which showed 0 years remaining until eri=yes.